Manufacturer narrative:
The clip was implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed due to cardiac arrest and patient death, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional, ischemic mitral regurgitation with leaflet tethering. Mitraclip was successfully implanted, without a device issue, reducing the mr to grade 1+. On (B)(6) 2022, the patient experienced worsening dyspnea and contacted emergency personnel. The patient went into cardio-pulmonary arrest. Cardio-pulmonary resuscitation was performed, medications provided, and the patient was intubated, with a return of circulation. However, that day, the patients heart rhythm was again asystole, and they expired. The cause of death was suspected as an acute exacerbation of chronic heart failure. The event is unknown if related to the mitraclip device. No additional information was provided regarding this issue.

Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because the part number and lot information were provided. Based on the information reviewed, the reported death was suspected to be an acute exacerbation of chronic heart failure (disease). The reported dyspnea, cardiac arrest, respiratory failure, and heart failure appears to be related to chronic diseases. The reported unexpected medical intervention (CPR), medication required, and unexpected medical intervention were results of case-specific circumstances. Cardiac arrest, death/expire, respiratory failure, dyspnea, and heart failure/congestive heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.